Event description:
It was reported that the device could not be interrogated.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to a defective battery. The product code was successfully downloaded. The device functioned normally after being connected to an external power supply.